Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse verified that the leakage current was out of spec and reading high current. The fse then tightened all nuts on leads. The fse then tested and confirmed the leakage current was then within spec. The unit passed all function tests.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was tripping ac line meter. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions).